Event description:
Kimberly-clark received a report from (B)(6) stating, physician removed a mic peg tube and replaced it by a mic-key tube and 8 hours later the patient passed away. Mic peg 20 fr was placed (B)(6) 2012 with no complications during anesthesia. The peg was removed ( in (B)(6)), through traction with no complications, to be replaced with a mic-key. According to the doctor some power is needed to be used to remove the peg from the stoma and some bleeding then happens. He had used xylocaine as anesthetic. The patient had been fasting for at least two hours prior to tube replacement. After the change, air was blown into the stomach to check if the mic-key is in place. After 60 minutes feeding was given through the tube. During feeding the patient seems to be feeling well, but after flushing with water the patient gets nervous (he cannot speak after a stroke). Later the patient have fever, 38,1 celsius degrees and spit out white mucus. The mucus problem existed during the time with the peg and the doctor think some aspiration occurred then too. The patient then dies eight hours after the tube exchange. Cause of death was determined to be aspiration pneumonia. No autopsy was performed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for the reported event. The directions for use (dfu) state "when the physician determines that the tract is formed (usually within 4-6 weeks after placement of peg), the peg tube may be replaced with an alternative feeding device." Dfu also cautions, "caution: the peg tube should be removed by either gently pulling it through the stoma or through endoscopic retrieval." Aspiration is a known possible complication of the administration of enteral tube feeds. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark for analysis.